Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the disposable set was unavailable for return. Harvest product sets contain multiple components that have various expiry dates. The outer set label contains the expiry date associated with the component that has the shortest expiry timeframe. Based on the information provided by the customer, use of expired product was confirmed. Root cause: the root cause of the usage of the expired disposable was human error by the distributor of the product to the customer. Correction: terumo bct's customer service representative contacted and notified the distributor and the physician for the reported use of expired product. The distributor removed all expired sets from inventory and returned all expired sets to terumo bct for proper disposal. An IFU for the harvest set was provided to the distributor which informs the significance of and symbols that indicate the expiration dating on the harvest set.

Event description:
The customer declined to provide patient's weight and outcome.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Additional product code: fmf. Investigation is in process. A follow-up report will be provided.

Event description:
Upon review of information provided by the distributor, it was discovered that an expired bone marrow aspirate concentrate (bmac) disposable set was used for surgery that was performed on (B)(6) 2017. The product was collected with the bmac disposable set then injected back to the patient. The bmac product set expired on 07/01/2017. Patient weight is not available at this time. Patient outcome is not available at this time. The bmac set is not available for return because it was discarded by the customer.